Manufacturer narrative:
(B)(4). Batch # t5e152. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue cut? Was there any difficulty removing the device? Were there any issues noted with staple formation? If so, please describe the shape and location. Were the donuts inspected? If so, please describe. Was it visually confirmed that the white breakaway washer was not cut? Is there a possibility that the stoma will be reversed? What is the current status of the patient? Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not cut washer. It was reported that during the postoperative recurrence of colon cancer-subtotal colectomy, the patient's indication was recurrence of multiple primary colon cancer after 1st operation, after squeezed down the firing trigger, without audible feedback, made the permanent stomy. Checked the washer with cracking issue. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The professional already wait 15 seconds but no other retighten. Was the device difficult to close? No. Was the device difficult to fire? Yes. Was the tissue cut? Yes. Was there any difficulty removing the device? No. Were there any issues noted with staple formation? If so, please describe the shape and location. The staples are all opened, just like never been fired. Were the donuts inspected? If so, please describe. The donuts are been inspected and they are all complete. Was it visually confirmed that the white breakaway washer was not cut? Yes, it was visually confirmed that the white breakaway washer was not cut. Is there a possibility that the stoma will be reversed? No. What is the current status of the patient? The patient is now stable but not discharged.